Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5/12 vdc power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was locking up during the boot process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system locked up. Fse evaluated and found the cause of the problem to be a power supply. Fse replaced the power supply and tested the system to confirm the issue had been corrected. Because power supplies are integral to the 6800 x-ray system and proper voltages / currents are critical to all functions, it is possible for a large variety of system failures to occur in the event a power supply doesn¿t output the correct voltage(s). Power supplies, as with any electronic component, age with use, time, and environmental factors such as heat and humidity. They deteriorate and fail through normal wear and tear, however, when used in environments with high temperatures or humidity, the lifetime of power supplies can be decreased. The 6800 product was last manufactured in 2006. Based on the age of the system, this type of failure would not be unexpected and is reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction of the system.